Manufacturer narrative:
This report or other informtion submitted by joerns healthcare under 21 cfr part 803, and and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that bristol originally called to check status of an order that was dispatch yesterday , order (B)(4). I advised the replacement bed was being sourced. She mentioned that she has a new order 4501127604 for a new bed that I needed to cancel because it was in greater la not north la account. L explained this patient is a fall risk that had already falled 3 times due to bed issues. After she and I spoke, I offered to call o directly so that he can give me more detail. I mentioned that joerns offers hilo beds, fall pads and bed alarms. She said to do what I can do. I called o directly to get more details. Per oc, the patient's son, his dad has slip through the center of the railing on three different occasions. He slipped through, twice on friday and once last night, which was saturday night (B)(6) 2022. He did not give a specific time for each occasion.last night, he found his dad with one arm tangled in the rail and he was face down but states that his dad was not injured. His dad is immobile and couldnt figure out how that happened. He stated that he spoke with an fst yesterday and was told that someone would be on their way to service the bed but no one ever showed up or called back. After he explained all that was happening with his dad. He checked his dads bed, he said it was fine. I advised that I could get a low bed delivered and he stated that one drops pretty low and his dad has fall pads. I offered a bed alarm and he denied it because his brothers always went off. We spoke of the alternating mattress and he stated that his dad was checked on and moved all the time so he didnt need it. I advised we had gel overlays but we need to talk to a hospoice nurse to have it approved to have the rest repalced with a foam mattress and gel overlay. He asked that I call hospice and asked if its ok to place a foam mattress with a gel overlay per o request. Per bristol rn bk, it was okay. I placed 3 orders 8005411058, 8005411065 and 8005411074. I spoke with l again and provided all the order confirmations and what will be done. She was ok with it. Complaint #(B)(4) and ra #84090780 were entered into our system to have the units returned for investigaiton. As of this writing, the units have not returned.